Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high ckmb result above the normal reference range on one patient generated by access 2 immunoassay analyzer. The result was reported out of the laboratory, and was questioned by the physician. Upon repeat the result was within the normal reference range. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was li heparin plasma and was centrifuged for 4-5 minutes at 3000 rpm. The sample was hemolyzed. Qc was within the customer's established ranges during this event. A system check was performed on (B)(4) 2010 and the results met the specifications. A field service engineer (fse) was on site on (B)(4) 2010 and performed hardware verification testing. The results met the specifications. No hardware issue was noted. A definitive root cause has not been determined for this event.